Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited a diagnostics anomaly.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes patient presented to the clinic remotely for a follow-up. The patient was stable in condition.